Event description:
When attempting to attach the insertion rubber (adapter) to the distal tip of the endoscope, the component broke with minimal manipulation, preventing the coupling and installation of the balloon. A second spatz balloon kit (available in the operating room) was opened to use its insertion adapter and was successfully installed, following the standard protocol. The patient's balloon was successfully positioned using the insertion adapter from the backup kit. The balloon was correctly positioned and filled. No photos provided because the patient was under anesthesia, priority was given to acting quickly by opening the backup balloon kit to use its insertion rubber and attach it to the endoscope, so it was not possible to take photographic records of the incident.

Manufacturer narrative:
Spatz fgia inc. Has not received the product for evaluation and no analysis could have done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.